Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose levels in the 40 mg/dl range. The customer stated that she didn't wake up to go to work, so her husband called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Advised the customer to discontinue using the insulin pump. Nothing further was reported.